Event description:
(B)(6), female, pt, had post op tonsil bleed nine days after surgery.

Manufacturer narrative:
The facility did not retain the device and did not provide a lot number; therefore, an investigation of the device or the lot history record could not be performed by the MFR. (B)(6), female, pt, reported post-op bleed following a tonsillectomy and went to ER. She was seen in the office the next morning of (B)(6) 2010 and was not bleeding at that time. Physician was called later that night and took pt back to operating room to repair the bleeding. The MFR is attempting to contact the physician for additional details about the incident. When additional info becomes available, the MFR will file a follow-up report.